Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) procedure in which two scs leads were implanted. The following day, after the lead was fixed with a clikx anchor, the electrode at the implantable pulse generator (ipg) connection was protected with a lead extension and temporarily implanted into the body. After opening the lead insertion site, it was found that the anchor where the right lead (lot: 7081984) was placed had moved from the position where it was fixed the day before and had fallen into a looped position. The physician determined that the lead should be secured with thread to prevent it from falling further, and ipg implantation was performed. The postoperative x-ray showed that the right lead, whose anchor had been separated, had dropped by approximately 2 vertebrae, the tip was located at the height of thoracic-12, and the height of the left lead overlapped by five electrodes. It was noted that during lead implantation, the left and right leads were implanted at the same height with the tip at thoracic-10. The left lead had remained unchanged since being implanted. In the postoperative adjustment showed that the electrode near thoracic-12 was the central point of stimulation, and since the pain site and paresthesia overlapped, it was decided that the situation would be monitored while using the device.

Manufacturer narrative:
Correction to initial MDR in block b5 additional suspect medical device components involved in the event: product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Lot: 31230299. Product family: scs-linear leads. Upn: m365sc231700. Model: sc-2317-70. Serial: (B)(6). Lot: 7081981. Product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Lot: 569193.

Event description:
It was reported that the patient underwent a deep brain stimulation (dbs) procedure in which two dbs leads were implanted. The following day, after the lead was fixed with a clikx anchor, the electrode at the implantable pulse generator (ipg) connection was protected with a lead extension and temporarily implanted into the body. After opening the lead insertion site, it was found that the anchor where the right lead (lot: 7081984) was placed had moved from the position where it was fixed the day before and had fallen into a looped position. The physician determined that the lead should be secured with thread to prevent it from falling further, and ipg implantation was performed. The postoperative x-ray showed that the right lead, whose anchor had been separated, had dropped by approximately 2 vertebrae, the tip was located at the height of thoracic-12, and the height of the left lead overlapped by five electrodes. It was noted that during lead implantation, the left and right leads were implanted at the same height with the tip at thoracic-10. The left lead had remained unchanged since being implanted. In the postoperative adjustment showed that the electrode near thoracic-12 was the central point of stimulation, and since the pain site and paresthesia overlapped, it was decided that the situation would be monitored while using the device.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Lot: 31230299. Product family: scs-linear leads. Upn: m365sc231700. Model: sc-2317-70. Serial: (B)(6) . Lot: 7081981 . Product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Lot: 569193.